Event description:
The account reported the intraocular lens was damaged during insertion. Capsulorhexis broke, incision was enlarged to remove the implanted lens during initial surgery. A new lens was implanted without patient injury.

Manufacturer narrative:
The intraocular lens was discarded at the surgery center precluding analysis. Lens met all manufacturing specifications prior to release. While we are unable to determine the cause of this adverse event we do not suspect it is related to a deficient lens or the manufacturing process. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.